Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the chronic pocket was opened exudate mixed with blood was noted in the pocket. The right atrial (ra) lead and right ventricular (rv) lead were explanted. No further patient complications have been reported as a result of this event.